Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was driving home and his cgm was reading between 80-100 mg/dl. No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. At an unspecified time later, the patient lost consciousness and crashed his car. Emergency medical services (ems) was called (it was not specified by who) and the patient¿s bg meter reading was taken three times and found to be 22 mg/dl. The patient was transported to the emergency room (ER). The patient was treated with orange juice, an unspecified IV, and had a CT scan done. It was not reported when during the event the patient regained consciousness. At an unspecified time in the ER, the patient¿s bg meter reading was 66 mg/dl and the cgm was reading 155 mg/dl. Another comparison was his bg meter was reading 60 mg/dl and the cgm was reading 146 mg/dl. Around 1pm, the patient was discharged home. The patent was recovering, sore, and had bruising on his body at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The reported glucose values fall within the c zone of the parkes error grid when checked in the hospital. No additional patient or event information is available.